Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between the device and the patient outcome, as well as the reported events, could not be conclusively established through this evaluation. Additionally, suspected thrombus could not be confirmed. Analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. Multiple requests for additional information, including product return status, were sent to the customer; however, no response has been received at this time. No product available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death, device thrombosis, and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis due to concern for pump thrombosis. The log captured some above baseline pump powers from (B)(6) 2019 through (B)(6) 2019 with powers noted between 7-12w. Since that time the pump power had been at a more baseline number of 5-6w. Coordinator stated patients status was "not great". Lactate dehydrogenase (ldh) was in 2000s. Is on pressers and inotropes. Patient had severe right ventricular (rv) failure, went into cardiogenic shock. Currently had kidney and liver failure.